Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a recharger antenna failure; the device was stuck on the "checking the recharger" screen. The device was scrapped after failing on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that lately when they have had to recharge the ins, the ins battery will get to 100%, but the recharging quality bounces between recharging excellent and recharging needs attention [52]. Pt stated that they will be prompted to reposition the recharger (rtm) paddle and will get excellent and hold the rtm paddle in place. Pt noted that the recharging quality goes between excellent and the recharging needs attention [52] that has an orange light about 15-20x. The pt was asked and the pt stated they noticed this issue about a week in a half ago (month/year valid), and added that they have tried positioning the paddle at different angles to get a better recharging quality. Asked if the rtm was damaged or getting hot. Pt noted the paddle was getting warm, but then reported that they could see internal wires on the relay box that they thought was "odd". The rtm relay box has exposed internal wires which is causing the recharging quality to fluctuate back and forth between excellent and reposition the rtm paddle. The issue was not resolved. An email was sent to the repair department to replace the device. No symptoms were reported.